Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw became not to open after the device was fired on the blood vessel. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2010. During the same surgery, the patient was re-implanted with another device.(B)(4)

Event description:
Per the clinic, the device reportedly suddenly stopped resulting in the decision to discontinue use of the device. The implanted device remains.